Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service was not able to reproduce the customer¿s reported scope error code b30. The inspection found the front panel text was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device displayed error code b30 (scope error) during an unspecified procedure. The doctor was able to take the scope out of the patient before it was fully inserted inside the patient. There was no patient or user injury reported due to the event. Additional procedure details were requested, but no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.